Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is undeterminable.

Event description:
It was reported that during preparation of the maverick monorail 15mm x 2.5mm balloon catheter, the package seal was compromised. The physician noted the flap on the sterile package was missing. It was also noted that the pouch contained two device hoops. The device did not enter the pt's body. Another of the same device was used to complete the procedure. No post-procedure complications were reported.